Event description:
It was reported that the patient underwent posterior fixation with instrumentation. Eight months later, the patient underwent revision surgery to replace a broken screw (refer to manufacturer report # 1030489200901249). During revision surgery, the setscrews appeared to be loose from l1 to the sacrum. Reportedly, fusion had not occurred on the lower portion of the construct; it is unknown if fusion occurred at higher portion of construct. Upon removal, the surgeon suspected corrosion so the entire construct was removed. The construct was not replaced at this time. The patient underwent replacement surgery four days later. The surgeon implanted titanium products. No patient complications were reported during replacement surgery.

Manufacturer narrative:
With the available information a cause or contributing factor cannot be determined.